Manufacturer narrative:
Batch review performed on 13 november 2017: (B)(4). Preliminary investigation (16nov2017) based on the picture received by the field performed by r and d product manager: the images were analyzed. It was not possible to analyze what it was declared about the coating, as the photos seem to show the stem with the coating totally absorbed; this apparently can suggest a good total osseointegration, but the presence of blood especially in the distal macrostructures suggests the possible hypothesis of a osseointegration mostly distal as declared by the surgeon. From the received information it is not possible to determine the root cause of the event.

Event description:
The patient has pain and the surgeon supposed a stem loosening 1 year and 6 months after primary. There was no osseointegration on the proximal part of the stem. On (B)(6) 2017 the stem was successfully replaced.

Manufacturer narrative:
Analysis of x-ray performed by the medical affairs director: hip revision surgery occurred 1,5 years after primary cementless total hip arthroplasty. Radiographic images provided show slightly varus stem and reduced bone density in the trochanteric region. The reason of this positon may be due to particular patient anatomy. The stem looks also undersized, possibly for the same reasons. An undersized stem with a very pronounced offset is a mechanical challenge and may result in early aseptic loosening. Aseptic loosening is a possible, literature described adverse event after primary cementless tha. The reason of this event cannot be determined.